Manufacturer narrative:
Siemens healthcare diagnostics has confirmed complaints of failing dilution checks when using quiklyte dilution check lot 4md707. This lot may exhibit a positive bias possibly beyond 5% that can result in a dilution check failure or may result in an unnecessary correction if the bias is between 1-5%. A dilution check failure prevents complete installation of the quiklyte(r) integrated multisensor as described in the dimension operator's guide. The overall risk to health is related to a potential sodium correction up to 5% that may result in a depressed value which is likely to be detected by quality control. Siemens issued an urgent medical device recall communication 15-13 dated february 2015 to customers who had ordered dilution check lot 4md707 advising them to discontinue the use of the lot. Siemens offered a no charge replacement with a non-impacted lot of dilution check. Siemens has confirmed that the account was mailed the communication.

Event description:
The account encountered a failed dilution check due to high bias with lot 4md707 quiklyte® dilution check. No patient results were reported to physicians. The account was able to proceed to a successful dilution check with an alternate lot. There was no indication of change or delay of patient treatment due to the dilution check failure. There was no report of adverse health consequences as a result of the dilution check failure.